Event description:
The customer reported that his blood glucose reached 385 mg/dl less than 24 hours after the pod was activated. He tapped the pod and then he noticed the needle finally shot out.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.